Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was interrogated and found to be at elective replacement indicator (eri).the patient had reportedly underwent valve replacement surgury, during which time a magnet had not been placed over the device to inhibit therapy. Consequently, 383 episodes had been generated, 232 of which were atrial tachy response mode switches, 106 were non-sustained, 16 were vf events, and 13 were vt events. Of the vf/vt events, 25 were diverted. A guidant technical services (ts) consultant discussed the impact this number of episodes would have on device longevity, stating that approximately 1 year of longevity would be lost. Ts recommended explanting the device and returning it to guidant for analysis.